Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: b1. Additional information was requested, and the following was obtained: the additional information provided stated that the surgeon ¿did not give treatment until the patient's wound healed spontaneously¿. Please provide further information on this statement: unknown. Did the patient receive treatment after the wound healed spontaneously? If yes, please describe that treatment. Unknown. What is meant by ¿alignment reaction¿. Please clarify. Suture extrusion. What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture originally tied (multiple knots, square knot, etc.)? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name? Other information requested is unknown. Additional information: d9, h3, h6. Additional h6 component code: g07002 no device problem. Additional h3 investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional test evaluation were conducted on the returned devices. Visual analysis of the returned sample determined that it was received 33 unopened samples pertaining to the product code vcp1442h. As per the sampling plan, a visual inspection was performed on thirteen samples, and no defects were found on the packages. The packets were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand and no issues related to breakage sutures or anomalies were observed during the evaluation. Functional tests were performed using an instron equipment, the pull force result and the tensile force result were both above the minimum requirements. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on the cause of the reported event. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent an calcaneal surgery on (B)(6) 2024 and suture was used for subcutaneous tissue sewing in the way of interrupted sewing. Post-op, about 1 month after the surgery, the wound was found with suture extrusion. On (B)(6) 2024, the doctor found that the patient's incision had poor healing and the suture knot was discharged from the sewing site. The doctor considered that the patient's incision had alignment reaction, and did not give treatment until the patient's wound healed spontaneously. No subsequent adverse event report was received. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: (01)gtin is unavailable therefore, the full UDI is currently not available. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: the event date should update to be 2024-dec-5. After investigation, the patient's age and gender were unknown, and the patient underwent calcaneal surgery in (B)(6) on (B)(6) 2024 (the specific patient's diagnosis and surgical name were unknown). The operator used the suture (vcp1442h) to perform the subcutaneous tissue sewing in the way of interrupted sewing. The intraoperative sewing went smoothly. On (B)(6) 2024, the doctor found that the patient's incision had poor healing (the specific symptoms and signs were unknown), and the suture knot was discharged from the sewing site. The doctor considered that the patient's incision had alignment reaction, and did not give treatment until the patient's wound healed spontaneously. No subsequent adverse event report was received. The following information was requested but unavailable: - what is the most current patient status? - was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription steroids; antibiotics prescribed)? If so, please clarify. - was any quality deficiency/non-conformance noted with the suture before use, during use, during post-op examination or during re-operation if performed? Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The additional information provided stated that the surgeon ¿did not give treatment until the patient's wound healed spontaneously¿. Please provide further information on this statement: did the patient receive treatment after the wound healed spontaneously? If yes, please describe that treatment. What is meant by ¿alignment reaction¿. Please clarify. What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture originally tied (multiple knots, square knot, etc.)? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Will product be returned? If so, please provide the return date and tracking information. Surgeon¿s name?